Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, they connected the reload to a gia short handle, and checked the jaws opening/closing. The surgeon clamped the tissue then tried to fire the device, however could not fire it. Replaced by a new handle and connected to the handle described above, the firing was completed with no problem. The status of the patient is no problem.